Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the keypad buttons have been intermittently unresponsive for the (B)(6). She noted that the buttons still click and spring back when pressed. The patient confirmed that the keypad is intact; denied exposing the pump to water; and stated that she wears the pump clipped to her waist.